Event description:
It was reported that after an unknown procedure, a bypass patient leaked at the staple line at the lateral part of the stomach pouch, she leaked four days post op. Initially she had uneventful recovery and then she had sudden pain in her stomach. I took her to theatre and sutured the hole which was identified using a leak methylene blue test. The patient was hospitalized but then she was discharged. One device was discarded.

Manufacturer narrative:
(B)(4). An intra-operative video was received. The videos do not provide evidence as to what may have caused the leak four days post-op. There was bleeding/oozing at multiple times in the videos, but it appeared to be minimal in the final two staple firings. There is insufficient evidence in the videos to determine the cause of the complication.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: during the initial procedure: did the surgeon experience some difficulties with the device? No not at all. Did the surgeon complain about device malfunction? There was no malfunction during the procedure. At what part of the staple line was the leak detected? Lateral staple on stomach pouch when did the patient leave the hospital after the initial procedure? Patient did not leave the hospital. How long was the patient hospitalized after the second surgery? She is still in, 5 days so far after the second operation. Please provide the patient¿s age and weight: (B)(6). What is the current status of the patient? In patient recovering. Are photos or videos available? Yes. Is there any other additional information you would like to share about this device or procedure? No. Did the surgeon make a leak test after performing the anastomosis? Yes he did and it was negative. The following information was requested, but unavailable: was buttressing material used? What color cartridge was used? Was the same leak test performed in initial operation as in second operation?